Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a right atrial perforation. There was difficulty placing the atrial lead and finding acceptable thresholds. The lead was repositioned multiple times and it was noted that the helix required more turns with repositioning. The perforation was treated surgically and the lead was placed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.